Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated part of their screen was black. The customer also stated the screen appeared to be smashed internally. Customer's blood glucose was 165 mg/dl. The customer stated they did not drop or bump their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with severely cracked lcd glass. Unable to verify display anomaly, led anomaly and missing segments partial display anomaly due to cracked lcd glass. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window.